Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus surgery, the end came off of the blade near where the cord inserts. There were no broken pieces remaining inside the patient body. The procedure was completed using a back up product. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that, proximal portions of the inner shaft and the inner hub were broken off from the device and not returned. There was contamination on the outside diameter of the outer and tracking hubs, and inside diameters of the irrigation port and outer/rotating hub. The distal tip was lodged within the inside diameter of the outer tube upon return. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. H6: the previously applicable codes are fdm b17, fdr c20, fdc 16 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.